Manufacturer narrative:
Section b5, d4, d6, h4: additional information.

Event description:
It was reported that on (B)(6) 2020, a dose of tpa was given as pleural effusion began to reaccumulate.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient was diagnosed with aerococcus urinae on (B)(6) 2020, prior to lvad implant. It was believed that the cause of this infection was related to the patient¿s implantable cardioverter defibrillator (ICD) lead. On (B)(6) 2020, the patient¿s ICD was explanted, and they were placed on aztreonam and vancomycin. The patient¿s hardware was sent to pathology and was negative for aerococcus urinae. These issues resolved on (B)(6) 2020. Per additional information, the patient had a large pleural effusion that required placement of a left chest tube on (B)(6) 2020, which accumulated 2386 ml of dark bloody output. After the fluid was drained chest x-rays showed complete resolution. On (B)(6) 2020, the patient was given a dose of tissue plasminogen activator (tpa) on (B)(6) 2020, due to the pleural effusion reaccumulating. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020 under order (B)(4). The heartmate 3 lvas IFU is currently available. This IFU lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was diagnosed with aerococcus urinae on (B)(6) 2020 prior to vad implant. The question was whether or not the implantable cardioverter-defibrillator (ICD) lead was possibly related so decision to extract ICD post implant on (B)(6) 2020. The patients white blood cell count went pt wbc went up to 12.28. Patient placed on aztreonam and vancomycin. The hardware was sent to pathology and was negative for aerococcus urinae. Patient with large pleural effusion that required placement of left chest tube. CT output 2368 ml of dark bloody output since placements.